Event description:
It was reported that before the procedure, the fiber tip was broken. The procedure was completed with another fiber device and no patient complications were reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, the returned fiber underwent a thorough analysis. The device was received in one piece. Visual analysis of the returned fiber identified that the fiber tip was broken off. The light exiting the connector face was bright and round. The complaint was confirmed. A fiber break can occur during procedural handling of the fiber when opening the package may have led to the fiber tip breakage. The IFU states, care should be exercised with the glass tip to avoid severe impact or side stresses that may fracture the tip. The investigation did not identify any abnormality in manufacturing or design from the risk review and DHR review. Based on analysis result, the investigation conclusion code assigned is cause traced to component failure.

Event description:
It was reported that before the procedure, the fiber tip was broken. The procedure was completed with another fiber device and no patient complications were reported.